Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were described as being sticky as device was being made ready for use. The word I got was that the jaws wouldn't open or close smoothly. No indication of damage to the jaws was specified. It was an issue with the toggle switch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were described as being sticky as device was being made ready for use. The hospital did not report any patient effects.